Event description:
The customer reported a collimator error and system will not save images. Problem began during a case, no injury to pt, procedure was completed using the system. No pt info released.

Manufacturer narrative:
The ge svc rep tested collimator operation by position collimator control in the 4 and 6 inch position, once locked into position system operates as intended without producing collimator error. Created pt file and saved 8 images. All images recalled correctly and printed correctly. Overall system operating as intended.